Event description:
The customer contact reported sparks. At an unspecified time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported sparks were noted at the power cord level. No specific details were provided. At that time, the nurse unplugged the device from ac power and the device was removed from clinical service. There were no reported adverse effects to the patient or the nurse and there was no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.